Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Heparin had been administered prior to the procedure, and the activated clotting time (act) was greater than 300 seconds at the time of the event. The sheath was inserted, and the dilator was removed without issue; no blood leakage was observed during insertion or removal of the dilator. Irrigation tubing was available but had not yet been connected, and irrigation flow had not been initiated. During the initial aspiration of the sheath, blood and fluid were observed leaking around the sheath valve at the junction where the valve attaches to the sheath handle. The leakage became more apparent during continued aspiration. No issues were identified with the irrigation system. No ablations had been performed. In an attempt to resolve the issue, a dilator was reinserted into the sheath to reset the valve. Additional flushing and aspiration attempts were performed; however, the leakage persisted. As a result, the sheath was removed and replaced with a new faradrive sheath. A farawave catheter was used during the procedure; however, the event occurred prior to the introduction of any catheter through the sheath. All subsequent catheters were introduced through the replacement sheath without issue, and irrigation to the farawave catheter was not interrupted. The procedure was successfully completed using the replacement sheath. O patient complications occurred, and the patient recovered fully.